Manufacturer narrative:
(B)(4). Date sent 8/5/2025. D4 batch #634c70. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh31p device was received with the handle shroud open from the indicator and firing trigger area. The breakaway washer was present, uncut and there were staples present in the device. No battery was received. In an attempt to perform the functional test, the test battery could not be inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. The handle shroud may have opened when trying to insert the battery. Although no conclusion could be reach on the cause of the reported event, it should be noted that the battery should be insert by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 634c70, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 7/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: ¿ are there pictures/videos available for this complaint? No. What are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) Delayed in surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon had a case of upper anterior resection and was using the powered circular stapler. While preparing the device to perform an end-to-end anastomosis, he attempted to fire, but unfortunately, the device did not function, despite the battery being properly in place. The battery was replaced again, but the issue persisted and the stapler still failed to operate. This is not the first time the surgeon has used the device; he is already experienced with it. However, this was the first time he encountered such a malfunction. There were no patient consequences.